Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number 1297084 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2015. Patient had a revision left tka on (B)(6) 2017 due to tibial loosening and pain. During the revision procedure the surgeon explanted the ibalance tka tibial tray size 4 (line 20909), ibalance tka femoral imp ps, cemented size 5 left (line 206913) and an ibalance tka, bearing implant size 1, 8mm (line 206917). To complete the procedure the surgeon implanted another manufacture's devices. Female dob (B)(6). Records dated 10/9/2015: op report noted patient had severe medial compartment osteoarthritis and patella had grade 4 changes to the lateral facet.